Event description:
According to medwatch form; chest tube separated during removal requiring return to the operating room to remove retained foreign body." Additional information provided via phone contact made at the hospital gave the following details: after the surgeon cut the sutures and tried to pull out the chest tube, it seperated. The patient is fine.